Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), patient complications occurred and the patient expired. The target lesions were heavily calcified and located in the mid and proximal right coronary artery (rca). The lesions were treated using three passes with the oad, followed by balloon angioplasty and proximal stent placement. During placement of the stent, the patient status declined and cardiopulmonary resuscitation was performed, medication was administered and the patient was defibrillated. Imaging was performed and no dissection or perforation was noted. Clotting was noted inside the stents, and aspiration was performed to resolve this before a third stent was placed. Following placement of the third stent, the patient status again declined and resuscitation efforts were performed for approximately one hour, however it was reported that the patient expired.